Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. Customer had elevated blood glucose levels (400 mg/dl). Troubleshooting was performed and determined that the occlusion was coming from the cartridge. Cartridge was in use for 5 days. Customer successfully changed the cartridge and resumed insulin delivery.